Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73h1600377 was manufactured on 08/15/2016 a total of 198 pieces. Lot was released on 08/19/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load and close. Another attempt was made and the clip was able to function properly. The remaining clips were fired, but two of them were unable to properly load into the jaws of the device. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Two of the eight clips were unable to properly load. The sample was disassembled to inspect the internal components. Upon disassembly, other remarks: no further damages were found. The broken ratchet ears could affect the end user's ability to properly apply clips. This appears to be the cause of the 2 clips being unable to load properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip slipping from jaw" was confirmed based upon the sample received. One device was returned. It was found that the sample was returned with the ratchet ears are broken which could affect the end user's ability to properly load and apply clips. The device was returned with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Two of the remaining clips were unable to properly load into the jaws of the applier. However, the other six remaining clips were able to properly load and close. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The first and second clip worked normally but from the third clip, these slipped down easily from the jaw. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The first and second clip worked normally but from the third clip, these slipped down easily from the jaw. There was no patient injury.